Manufacturer narrative:
(B)(4). It was reported the right common femoral artery was mild to moderately calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was successful using a proglide device in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was an 8f with moderate calcification noted at the access site; however, mild calcification was noted in the femoral artery. A second proglide device was placed at a 90 degree angle to the successfully pre-placed suture but when the plunger was retracted a cuff miss occurred. The guide wire was re-inserted and a third proglide device and the angle was slightly changed to avoid same situation; however, again when the plunger was retracted a cuff miss occurred. The guide wire was re-inserted and the sheath was upsized to an 18f and the index procedure was completed. Hemostasis was attempted using the successfully pre-placed first proglide suture but hemostasis was only partially achieved. Hemostasis was ultimately achieved using a non-abbott device along with the pre-placed first proglide suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The reported moderate calcification at the access site and mild calcification in the femoral artery have the potential to deflect the needle during the deployment and result in the observed posterior cuff miss and subsequent anterior cuff-to-needle tip detachment. Based on the information reviewed, there is no indication of a product deficiency.